Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their controller and the issue began over a year ago. Patient stated the controller had been acting up off and on since then and now the controller was not working and was not pulling any juice. Patient noted the controller battery was at 70% and the implant was at 40%. Patient also stated they couldn't get the stimulation to go up or down and it didn't let them increase the stimulation. Patient mentioned the stimulation was at a low vibration. Patient commented they were hurting, they can feel their sciatic nerve and noted pain in their legs. Patient noticed the pain last week. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 70% recharging and implant 40%. Agent walked patient through adjusting the stimulation and the controller showed settings not available in groups a, b and c. Agent instructed patient to start a charge session; implant was recharging with excellent quality and patient confirmed the charging speed was level 4. Patient denied any error messages/codes. Agent reviewed meaning of message and the patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). Pt reports that ¿a couple of weeks ago¿ they met with a manufacturer representative (rep) at the hcp office, ¿towards the end of october¿ (agent asked and pt was unable to confirm rep¿s name or any further information regarding appointment date stating, ¿it¿s on my calendar at home¿ and pt is not at home). Pt states that the rep told them that one of their leads was ¿out¿ and ¿bad¿ but they had one good/working lead, and the rep ¿restarted it¿ so it worked for ¿two weeks¿. Pt reports that their device is ¿not working again¿ and pt states they believe both leads are ¿bad¿ because they are experiencing the same issue again. Pt also reports their controller is ¿not working¿ and ¿always failing¿; when asked to clarify pt describes being unable to adjust stimulation settings. Pt also reports that since implant the ins has not provided relief to their low back but has helped with their sciatica on the left side of their leg. Pt states the implant is ¿still active in my body¿ because their implant battery is draining, although draining slower than normal (pt states they used to recharge every other day and now recharge every 2 to 3 days) and the implant is still treating their sciatic pain in their leg. Agent offered to transfer the pt to patient and technical services (pats). Pt declined stating they had tried to troubleshoot with pats previously and that it was determined the problem was with their lead/leads as opposed to their controller, stating they need to call/schedule another appointment with their hcp/rep.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient; product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead; product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-feb-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 21-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.